Event description:
It was reported that the patient presented with unknown infection, in the shoulder four weeks post mini open rotator cuff repair. Information regarding the type of infection and patient information was requested without success. This device is used for treatment.

Manufacturer narrative:
The device remains implanted in the patient. Device history review revealed no issues with the sterilization of this lot. Patient is currently recovering with antibiotics. This is the third of five similar incidents of this nature for the same doctor at two surgery centers. Doctor states devices were moved between centers where the infections occured. Based on previous evaluations, infection cases are usually hospital acquired, not a product related issue. The type of infection found in the pt remains unk. A definitive conclusion; however, could not be determined from this event.